Manufacturer narrative:
The physical device has not been returned. Cloud data from the user for the period of (B)(6) 2026 - (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was only used in manual mode during this period with a sensor either not active or not entered in the application. The phb data showed that the system was correctly delivering the user's manual basal program during this period. The cloud data showed that boluses were being regularly delivered during this period. The total pulses delivered count tracked by the pod increased correctly based on the total bolus volume of each bolus after delivery of each bolus. No evidence of an overdelivery of insulin was observed in the available cloud data.

Event description:
On (B)(6) 2026, the patient experienced a hypoglycemic event. According to the clinical letter, the patient¿s insulin pump had stopped functioning at the beginning of the month, and the patient had been administering insulin via injections since that time. However, system records indicate that a pod was being worn during the reported period, making the patient¿s actual method of insulin delivery unclear. The patient was initially found at home in a hypoglycemic state by a neighbor, who administered juice and honey. The patient subsequently presented to an urgent treatment centre (utc) with ongoing symptoms, including blurred vision, nausea, and vomiting. Utc documentation recorded a blood glucose (bg) level of 1.8 mmol/l (32 mg/dl), with additional readings of 1.7 mmol/l (31 mg/dl), 2.1 mmol/l (38 mg/dl), and 8.1 mmol/l (146 mg/dl). Due to persistent symptoms, utc staff contacted emergency medical services. Treatment administered by paramedics and utc personnel included one dose of glucagon and two bottles of intravenous dextrose. The patient was transported to the hospital; however, treatment details from the emergency department are not available. The patient was discharged later the same day. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
The physical device has not been returned. Cloud data from the user for the period of 01mar2026-16mar2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was only used in manual mode during this period with a sensor either not active or not entered in the application. The phb data showed that the system was correctly delivering the user's manual basal program during this period. The cloud data showed that boluses were being regularly delivered during this period. The total pulses delivered count tracked by the pod increased correctly based on the total bolus volume of each bolus after delivery of each bolus. No evidence of an overdelivery of insulin was observed in the available cloud data. According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported urgent center and emergency department visits and hypoglycemia. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.